Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that when the er320 instrument was fired, the clip is "pushed" but it does not close. Another instrument was used to complete the case. There was no consequence to the pt.